Manufacturer narrative:
No additional information was received to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, the reported complaint could not be confirmed and the root cause could not be determined.

Event description:
It was reported the disposable caused the pump to alarm high pressure every few minutes. The patient switched out pumps, tubing, cassette, medication, and flushed the IV line with no success. Upon changing disposable the alarm was resolved. No patient injury reported.